Event description:
In addition to cps (B)(4), customer has ten more chair with the same issue, no serial numbers available yet. Customer states the wheel locks on these chairs with the special sm- (B)(4) have the clamp on wheel locks, and that this style of wheel lock is bending. He was calling to inquire about putting pivot/link style wheel locks on the chairs. Investigating with specials at invamex to see if this will be effective